Event description:
It was reported that the user experienced a low glucose event while using a freestyle libre 3+ sensor with the ilet system, with the lowest cgm reading of 59 mg/dl and a duration of about an hour; the user had been busy cleaning and cooking without a meal at that time and later treated with oral carbohydrates, including food, and no specific device component issues were identified. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.